Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity I hiv ag/ab combo results generated on the alinity I processing module. The following data was provided: sid (B)(6) (B)(6) 2024 initial result 1.06 s/co, repeats 2.24 / 0.06 s/co. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed multiple troubleshooting procedures, including replacing, cleaning, and calibrating multiple parts. The module function was verified with a control/precision run. The instrument service history review of the alinity I, serial # (B)(6) returned no additional tickets for false reactive hiv ag/ab combo patient results. A review of tracking and trending did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed false reactive alinity I hiv ag/ab combo results generated on the alinity I processing module. The following data was provided: sid (B)(6) on (B)(6) 2024 initial result 1.06 s/co, repeats 2.24 / 0.06 s/co. No impact to patient management was reported. Additional sids were added to ticket. Sid (B)(6) initial result 12.54 s/co, repeated 0.04 / 1.88 / 0.04 / 0.03 s/co, sid (B)(6) initial result 2.39 s/co, repeated 0.04 / 3.00 / 0.05 / 0.04 s/co.